Event description:
Event description guidant received information that the patient with this pacemaker had a pocket revision for cosmetic purposes. While in the hospital upon performing threshold testing, a six second pause in pacing was noted when the test ended. The pause in pacing was noted on two separate monitors while monitoring the patient on a surface electrocardiogram. The day before the nurse had checked the device and recalled that the patient had complained about the threshold test and did not look good during testing. All lead measurements were good. The field representative suggested that the pause was due to the interaction between the device and the programmer interface. ,